Event description:
Same patient as MDR ID: 2134265-2012-06399. It was reported that during a percutaneous coronary intervention stent damage occurred. The 90% stenosed target lesion was located in the calcified and severely tortuous left anterior descending artery (lad). The lesion was predilated with a 3.0 quantum maverick balloon catheter inflated 5 times to 16atms for 20 seconds each. The 3.0 x 16mm veriflex stent delivery system (sds) was advanced, but was unable to cross the lesion. The stent was noted to be flared. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).